Event description:
The procedure was to treat a moderately calcified lesion in the lad. An allstar guide wire was advanced without any reported difficuties. The lesion was pre-dilated and another company's long stent was placed. As the guide wire was being removed, it caught on the stent. The coils unraveled and eventually separated. Two additional guide wires were used (one was a guidant hi-torque floppy guide wire) in an attempt to retrieve the separated piece. The guide wires were able to be wrapped around the piece, but when they were pulled on, the separated piece would not come loose and the distal end of the floppy guide wire also separated. A snare device was used in an attempt to remove both pieces of the guide wires, but the attempt was unsuccessful. The pt was then taken to surgery, where both pieces of the guide wires were removed. The pt was reported to be doing alright after the surgery.